Manufacturer narrative:
The insulin pump was received with a severely scratched display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. The unit had no corroded battery tube.

Event description:
The customer called to report that the battery compartment was damaged, and that the display was scratched and hard to read. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.